Event description:
It was reported that the patient with this right atrial lead and associated pacemaker experienced a syncopal event. The physician requested a device interrogation. A technical services (ts) consultant discussed that a lead safety switch had occurred on the right atrial channel, indicating an out - of - range impedance measurement. Impedance and thresholds had reportedly begun to increase mid - year. Ts noted this may be indicative of a lead fracture. (B)(6) stated that no evidence was found in device data review that would contribute to a syncopal episode and the physician agreed. No additional adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).